Manufacturer narrative:
(B)(4). This is a report of a leak caused by a use error, where the home patient cut the tubing of the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak on a transfer set. This occurred during dwell four of four of peritoneal dialysis on a homechoice machine. The home patient (hp) stated they were cutting the tape off the transfer set and cut it by accident. The technical service representative assisted the patient in ending therapy and advised the hp to contact their nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.